Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, tilt, anxiety, fear, depression, and pain. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, fear, depression, and pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, one other complaint has been reported against the lot 2539413. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2010. A review of the patient's computed tomography (CT) scan was performed approximately 9 years and 11 months after receiving the ivc filter and it revealed that "the hook of the gunther tulip retrievable ivc filter is at the l1-2 interspace (sup[ra]renal). The ivc filter tilted anteriorly and the hook contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 9 mm. One (1) anterior strut perforates the ivc wall 7 mm and resides within the soft tissues. One (1) medial strut perforates the ivc wall 8 mm and contacts the aorta. One (1) posterior strut perforates the ivc wall 9 mm and resides within the soft [tissues]. One (1) lateral strut perforates the ivc wall 9 mm and resides within the soft tissues." The patient has also reportedly experienced anxiety, fear, depression, and pain as a result of injuries that were allegedly caused by the ivc filter. Hospital and medical records have been requested, but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right femoral vein due to deep vein thrombosis (dvt) and gastrointestinal bleed. The patient alleges tilt and vena cava perforation. The patient notes and additionally alleges experiencing pain (irritable bowel syndrome-ibs) and high blood pressure. 02mar2020, per a report from computed tomography; ¿the hook of the cook gunther tulip retrievable ivc filter is at the l1-2 interspace (suprarenal). The ivc filter is tilted anteriorly and the hook contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 9mm. One (1) anterior strut perforates the ivc wall 7mm and resides within the soft tissues. One (1) medial strut perforates the ivc wall 8mm and contacts the aorta. One (1) posterior strut perforates the ivc wall 9mm and resides within the soft tissues. One (1) lateral strut perforates the ivc wall 9mm and resides within the soft tissues. Thrombus within the ivc or filter cannot be evaluated on this non contrast study. No fracture fragments are identified.¿

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: the following allegations have been investigated: irritable bowel syndrome (ibs) pain, high blood pressure (hbp). Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported irritable bowel syndrome (ibs) pain, and high blood pressure (hbp) are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.